Event description:
Inbound. Pt reports he just received new cadd legacy pump, sn (B)(4), due to same issue; when he tried to connect a new cassette, pump has a two­ tone beep and displays no disposable on screen, unsuccessful with troubleshooting. Once new cassette placed on pump, it ran without alarm. Pt has wasted two veletrl cassettes thus far. Nd further details provided.